Event description:
It was reported that the pump's plunger lever assembly was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery door was cracked. Check syringe plunger sensor was recorded in the event history log. During the functional testing the check syringe plunger sensor was found at power up and two flippers were found not moving when plunger lever was pressed. The dowel pin was loose from plunger head mount. The root cause of the problem was known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken. Replaced dowel pin, plunger head mount, and performed preventative maintenance and all functional testing which passed.